Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision procedure of the advantage fit device on (B)(6) 2011 due to a small erosion. Boston scientific has been unable to obtain additional information regarding the event to date.